Event description:
Avanos homepump c-series 270ml 5ml/hour, lot: 30281614, exp: 4/2/2026. Pump was placed 7/17 about 10:30 am. Patient contacted infusion nurse 7/19 around 0745 am stating his pump was still full. Patient brought pump in. Pump was weighed and it was determined that the patient did not receive any of his dose. Nursing confirmed patients port was clear and clamps were open on the pump. Avanos has been contacted and will be sending a return kit to return defective pump to them. Internal tracking (midas) also placed for tracking. Patients oncologist team decided to skip this cycle of his chemo treatment.